Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment screw was not returned. Since the reported product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item number and lot number. The reported device was located on an unknown tooth and was used for 1 year. The customer did not provide pictures or x-ray images. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the screw fractured when screwing restoration. The reported device was not returned and the reported complaint could not be verified as no pictures or evidence was provided by the customer. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer. H3: device evaluated by manufacturer. H4: device manufacture date . H6: evaluation codes h3 other text : item not returned to manufacturer.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the screw fractured when screwing restoration.